Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain which developed one day prior to diagnosis. Upon diagnosis of the peritonitis, the patient was hospitalized. On the same date as diagnosis, the patient began treatment with intraperitoneal vancomycin (every five days; dose and duration not reported) and intraperitoneal ceftazidime (daily; dose and duration not reported) for the peritonitis. The patient was discharged from the hospital after eight days of hospitalization and was reported to be recovering from the peritonitis event. Antibiotic treatment and dianeal therapy were ongoing. Additional information is not available at this time.